Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that viscoelastic product was used during surgeries with residual solution intentionally left in the patient's eyes. The patients reported experiencing headaches post operatively. Additional information has been requested.